Manufacturer narrative:
The device was discarded at the site and therefore a device analysis cannot be performed. However, a review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met. (B)(4).

Event description:
It was reported the physician implanted a 30mm gore cardioform septal occluder to close an atrial septal defect. Stop-flow balloon sizing measured the defect at 15mm with fluoroscopy and 17mm with intracardiac echocardiography. The following day imaging showed the device had embolized to the right pulmonary artery. The patient was sent to surgery for device removal and defect closure with a patch. The patient was doing well following the procedure.